Event description:
It was reported that the patient received inappropriate shocks due to suspected t-wave oversensing (twos) on the right ventricular (rv) lead. The rv coil measured high impedance on the transmission report. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).